Event description:
After two stents were deployed and delivery catheter was removed, it was noted that the tip of the delivery catheter was in the distal sheath. Physician was unable to remove it, and surgery was consulted. The patient was taken to the operating room for removal.